Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing. It was noted that the device detected ventricular signal on the atrial channel. Reprogramming was successfully performed. This device remains in service. No adverse patient effects were reported.